Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was during testing. The device was also received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 120 mg/dl. Customer stated they did not hold down a button for three minutes or longer. Customer was advised that the device would be replaced and agreed upon that the product would be returned for analysis.